Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for radiculopathy. It was reported that the patient's ins was removed because it wasn't working for them. The issue occurred about 5 years ago. No further complications reported.